Manufacturer narrative:
Additional information was added. Stating the customer stated that their hospitalization was not pump related and that the pump has kept him out of the hospital.

Event description:
The customer stated that their hospitalization was not pump related and that the pump has kept him out of the hospital.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized. The customer did not indicate whether the hospitalization was for high or low blood glucose. Troubleshooting was not performed on the insulin pump. The customer also requested a replacement transmitter. The insulin pump will not be returned for analysis.